Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device has not been returned to the manufacturer. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Though the root cause of the reported event cannot be conclusively determined there are clinical, patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death, cardiac arrhythmias, device thrombosis, hemolysis, hepatic dysfunction, hypertension, multi-organ failure, renal dysfunction, respiratory dysfunction, right heart failure and worsening left heart failure are known potential complications that may be associated with use of this product and in patients with heart failure. Device remains implanted.

Event description:
A report was received that a patient was admitted to hospital on (B)(6) 2016 with a two day history of weakness and bloody stool. He was also reported to have had acute mental changes that morning and had been throwing furniture and urinating on the floor. On admission, the patient reported that he had been having bloody stools over the past six months. He denied any abdominal pain, chest pain, paroxysmal nocturnal dyspnea, fatigue, orthopnea, edema, abdominal swelling (just trace swelling), palpitations, skipped beats, lightheadedness, presyncope or syncope. The patient's implantable cardioverter defibrillator (ICD) was interrogated and revealed no firing. Of note, the patient's girlfriend reported that he had been vomiting and not feeling well. She reported that she had called the clinic the day before and been instructed to drink gatorade. The patient appears to have been seen at his outpatient clinic on (B)(6) with a therapeutic international normalized ratio (inr) and had been instructed to continue with his current dose of coumadin. The patient is reported to have been compliant with his salt and water restrictions and had been taking his medications as prescribed. The patient's admission was complicated by septic shock, lactic acidosis, gastro-intestinal bleeding, acute on chronic renal failure, azotemia, anemia, coagulation disorder, circulatory shock and congestive heart failure. His condition required intubation, mechanical ventilation and the placement of a pulmonary artery catheter. Continuous renal replacement therapy (crrt) was initiated and the patient developed hypotension that was refractory to multiple vasopressors. His liver function tests (lft) and ammonia levels were noted to be elevated. It appears that the patient's condition did not improve and a decision was made by the family to withdraw care (including turning the vad off) on (B)(6) 2016. The patient expired on the same day. The cause of death was reported to be right heart failure. No autopsy was performed and it is presumed that the pump was not explanted post-mortem. The patient's physician reported that the patient developed right heart failure which resulted in the liver failure.